Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use the pump for insulin therapy; however a replacement pump was sent to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, a cartridge alarm 30 was also identified.